Event description:
Proair hfa inhaler lot paa37b exp. 06/2012 inhaler will not dispense dose of albuterol. This is a brand new inhaler tried for the first time. Pt bought back another inhaler from the same lot due to problems, some leakage noted around stem of cannister.